Event description:
It was reported that the customer received a button error alarm on the insulin pump . The customer had changed the battery because the insulin pump began beeping and shut off. The customer then received the alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump passed the reset error test. No shut off, audio anomaly or unexpected restart was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.